Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the stations were entering critical override mode. The customer confirmed that the information provided by the technical support engineer was helpful in identifying the issue. It was determined that the auto-critical override configuration had been modified to 15 minutes. The system functioned as intended after the technical support specialist troubleshot the device. D4 & h4: UDI and manufacturer date not available.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server the stations were entering critical override mode. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. However, there were no delays or adverse events or injuries reported based on this event.